Event description:
During product evaluation by baxter, the colleague infusion pump was found to contain a stuck "stop" key on the channel "c" pump head module keypad. This event occurred during service. There was no patient injury or medical intervention associated with this event. This pump contains user interface module master software (B) (4) which is categorized as an unremediated pump. No additional information is available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.